Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was found to have both grip-tangs broken and completely dislodged out of their normal positions. There is assumption of missing pieces but could not be measured, confirming that a fragment detached from the instrument. The broken pieces were not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. The probable root cause is attributed to damage from applying excessive force on the instrument shafts or tips during handling, insertion, usage, or removal.

Event description:
It was reported that during central processing, the prograsp forceps instrument jaws are broken. There was no report of patient involvement or patient injury.